Manufacturer narrative:
The technician replaced the side rail shoulder screw, latch bushing and roller guide to resolve the issue.

Event description:
The technician alleged the side rail would not latch. No patient impact.